Event description:
It was reported that the health care professional (hcp) had difficulties interrogating this patient with a pacemaker. The patient is a poor historian. Review of device data found the device is in safety mode. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.